Event description:
It was reported that the keypad of a novum iq large volume pump was inoperable. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). G1: device manufacturer address 1: nothern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a. Muang. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional keypad testing was performed and the keypad was not functioning properly; when "5" was pressed, "85" appeared on screen. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was due to a defective front panel. To resolve this issue, the front panel would be replaced. Should additional relevant information become available, a supplemental report will be submitted.